Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-aug-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the keyboard was not working. The field service engineer (fse) verified the condition upon arrival, tested all keys, and confirmed that the keyboard was functioning properly, with no further issues identified. The system functioned as intended after field service engineer investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es plcoicupxa, the keyboard was not functioning and all keys were unresponsive. The customer rebooted the device; however, the issue persists. The customer stated that this malfunction occurred while dispensing the medication there were no adverse events or injuries reported based on this event.